Manufacturer narrative:
Unit received with blank display due to the battery tube not properly plugged in to pcb1. After connecting battery tube to pcb1 the unit powered up properly and the operating currents are within spec. Unit passed selftest and displacement test. Unit received with minor scratches on case, faded serial number label and minor scratches on lcd window.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 127 mg/dl. The customer was assisted with troubleshoot and customer stated the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.